Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-11086), was submitted on 26 jun 2025. However, based on the investigation done on 18 jan 2026 and clinical review done on 23 jan 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6) 2025, the patient contacted emergency medical services due to elevated blood glucose levels. The situation resulted in hospital admission. While the patient is unable to recall the exact time and date of hospitalization, it's confirmed that the stay exceeded 24 hours. During the hospital stay, insulin was administered via intravenous drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.